Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was no radio frequency telemetry on the patient's pacemaker. Remote care sent a wanded transmitter to the patient and the patient was able to send a manual transmission. The patient was then scheduled for an in-office check to reestablish radio frequency telemetry. In person interrogation showed wand only telemetry and normal lead function. The cyber security firmware had not been uploaded so technical services said that was the simplest way to reestablish radio frequency telemetry. This was performed and radio frequency telemetry was verified with a radio frequency antenna. There were no patient consequences.